Manufacturer narrative:
A) concomitant bwi products: acunav ultrasound catheter: us catalog # 10135936, lot # unknown. Carto 3 system: us catalog # fg540000, serial # (B)(4). Stockert 70 rf generator: us catalog # s7001, serial # (B)(4). Coolflow irrigation pump: us catalog # cfp002, serial # (B)(4). B) since the lot # 16049761l was provided, the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
During a left atrial tachycardia procedure, it was reported that the patient suffered a pericardial effusion near the left atrial appendage (laa) after ablation was stopped. Blood pressure drop was noted and the physician used intracardiac echocardiography (ice) to check for effusion. The effusion was noted and a pericardiocentesis was performed. The patient was stable when exiting the ep lab. On (B)(6), received additional information requested from bwi representative stating that after the ablation was stopped, the patient became hemodynamically unstable, at which point a pericardial effusion was observed. As the physician assessed the situation, the patient developed cardiac tamponade and pericardiocentesis was performed. Aspirated approximately 400 cubic centimeters (cc¿s) of fluid from the pericardium and the tamponade was resolved. The patient required hospitalization, at least a one night stay. The outcome of the patient of this adverse event was an improvement.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. (B)(4).